Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump alarmed motor error during basic occlusion test due to force sensor resistance with moisture damage. Unable to perform prime/a33 test, excessive no delivery test, dat test and occlusion test due to motor error alarms. The motor home switch found with traces of corrosion. No blank display anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 25 mmol/l and 8.2 mmol/l at the time of the incident. The customer stated that the insulin pump has been exposed to moisture. Customer was assisted with troubleshooting but the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.